Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the lot number provided was not valid; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed during continuous renal replacement therapy with a prismaflex st100 set from the "threaded connection adjacent to the solution bag". There was no report of patient injury or medical intervention associated with this event. No additional information is available.